Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested and was provided: what was done to treat the shard penetration? Standard first aid. Was medical or surgical intervention required? Washout and sticky plaster. Was there any special diagnostic test performed? Standard sharps injury protocol bloods for patient and surgeon. What is the status of the surgeon injury today? Healed wound (small). To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an (B)(6) 2019 and topical skin adhesive was used. A splinter of glass went through the outer tube and surgeons glove, compromising sterility, lodging the surgeons finger and causing blood contamination sharps injury. Standard first aid was performed. A washout and sticky plaster were applied. Standard sharps injury protocol bloods for patient and surgeon performed. The surgeon wound healed (small). It is unknown if the device is available for return. No reported patient consequences.